Manufacturer narrative:
The pump has not been requested for return at this time. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that on (B)(6) 2016 the patient was hospitalized for elevated blood glucose (bg) of 800mg/dl with nausea and thirst associated with not changing the cartridge. The patient was reportedly treated with intravenous glucose and remained hospitalized at the time of the call to animas. The patient had reportedly received an empty cartridge alarm but did not replace the cartridge until almost 12 hours later. No pump defects were found during troubleshooting. This complaint is being reported based on the allegation that the patient experienced severe hyperglycemia associate with inadequate response to an appropriately emitted alarm.